Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the ligasure device finished the correct sealing cycle, the sealed pane is still oozing. There was no regrasp alert heard. There was evidence of energy delivery. There was no patient injury.